Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, it was noted that the catheter was broken on the proximal part.

Manufacturer narrative:
Result: the 5maxace catheter is fractured underneath the hypo-tube approximately 1.5 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicates the pharmacy received a 5maxace catheter broken at the proximal end. Evaluation of the returned device confirmed a fracture approximately 1.5 cm from the hub underneath the hypo-tube strain relief. It is likely that the 5maxace catheter was fractured prior to being inserted into the patient, and was only noticed once aspiration was turned on. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop or during preparation for use. If the proximal end of the catheter is torqued or bent at an angle during removal from the packaging or handling during preparation for use, the catheter shaft may kink and fracture in this area. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.